Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the sys displayed a precharge error code. No report of pt injury.